Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found an inserter with a bent shaft and a suture with a fragment of the anchor attached. An analysis of the customer provided image found suture threaded through a fragment of a broken anchor and an inserter. Based on the condition of the product material found during visual inspection it was determined that additional material testing was not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the material found that a statement certification of compliance or evidence of conformance to material and processing specifications must be provided. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torque, off-axis insertion, or improper preparation of the insertion site. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during repair of achilles tendon and ligament of foot and ankle, the anchor in the twinfix ti 5.0 ultrabraid broke when it was screwed-in. The pieces were removed from the patient with tweezers. The procedure was completed using a back-up device in the original bone hole. No patient complications were reported. A delay of 30 minutes or less was reported.